Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As the physician was crossing the tight, calcified and tortuous lesion, the proximal shaft of the stent delivery system (sds) cracked and the doctor had to remove the sds, as a unit, from the pt. The target lesion was located in the proximal left anterior descending artery (lad). The product was properly inspected and prepped prior to use, and no anomalies were noted. There was no damage to the packaging. The physician did experience some difficulty accessing the lesion with a guidewire and tracking the device over the guidewire to the lesion. The lesion was pre-dilated. It was noted that the physician needed to use excessive torque to place the sds at the lesion. When advancing the sds to the lesion, the shaft cracked at the proximal end, near the hub. The physician removed the device from the pt, without separation and another stent was placed to successfully treat the lesion. There was no injury to the pt. The pt is in stable condition.